Manufacturer narrative:
Inspected four opened/used enlite sensors and found all 4 sensor needles separated from sensor. Complaint against enlite-serter.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the sensor did not detach properly from the serter and the top part of the sensor came apart each time. The customer's blood glucose level was 8 mmol/l. The customer stated that they would return the sensors. No further details were provided.